Event description:
It is reported that a customer inquired when they are eligible for a new insulin pump. The customer's blood glucose was not recorded but stated that they had an incident where they had high blood glucose do to a bent cannula that caused a no delivery alarm the customer declined trouble shooting. The customer changed the infusion set and the insulin pump works as designed. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.